Manufacturer narrative:
Event summary: as reported in the literature, during use of a cook bakri balloon eighteen days after a vaginal delivery, the patient¿s uterus ruptured, and the balloon subsequently migrated to the broad ligament. The authors conclude that the most probable cause of the uterine rupture was perforation that occurred during dilation but hypothesize that inflation of the balloon may have overdistended the uterus, provoking rupture. Investigation - evaluation. Reviews of the instructions for use and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. No lot number was provided, so reviews of the device history record and complaint history could not be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. The device is provided with instructions for use which state, ¿"important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial," and, ¿determine uterine volume by direct examination or ultrasound examination." The IFU instructs the user to confirm placement with ultrasound after placement and inflation. The IFU further warns, "the bakri postpartum balloon is indicated for use in the event of primary postpartum hemorrhage within 24 hours of delivery." The IFU also lists arterial bleeding requiring surgical exploration or angiographic embolization and cases indicating hysterectomy among contraindications for use. Based on the available information and a clinical assessment of the event, cook has concluded that the off-label use of the device contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature, during use of a cook bakri balloon eighteen days after a vaginal delivery, the patient¿s uterus ruptured, and the balloon subsequently migrated to the broad ligament. The patient experienced a primary postpartum hemorrhage ten minutes after vaginal delivery and spontaneous delivery of the placenta. The hemorrhage resolved after oxytocin was stopped and sulprostone was given. Eighteen days after delivery, the patient presented to the emergency room with minor vaginal bleeding. Retained placental tissue was found on ultrasound. A massive hemorrhage occurred when the placental tissue and blood were evacuated during dilation using a bore plastic cannula without ultrasound guidance. Bleeding was unable to be controlled, and the patient was then transferred to another facility, where her hemoglobin was found to be 3.8 g/dl, uterine atony was noted, and massive vaginal bleeding continued. Embolization of the uterine artery was not an option due to hemodynamic instability. After finding additional retained placental tissue, a suction catheter was used for ultrasound-guided intrauterine aspiration, completely removing the placental tissue. This was reportedly performed at the same time as the patient was resuscitated. The hemorrhage continued and the cook bakri tamponade balloon was inserted and inflated with 500 milliliters of saline under manual and ultrasound guidance. Placement of the device was described as "easy." Bleeding continued, and a laparotomy was performed. The bakri balloon was found on the left broad ligament, which had disrupted spontaneously, and intraperitoneal bleeding was noted. The balloon was deflated, revealing an extensive laceration of the left broad ligament with active bleeding from the uterine vessels and rupture of the uterus at the left uterine wall. After dissection of the left ureter and ligation of the internal iliac artery, a total hysterectomy with ligation of vessels was performed, and the hemorrhage resolved. The patient received eighteen units of packed red blood cells, sixteen units of fresh frozen plasma, one unit of platelets, three grams of fibrinogen, and three grams of tranexamic acid during the entire event. Placenta accreta was not found during pathologic testing. The authors conclude that the most probable cause of the uterine rupture was perforation that occurred during dilation but hypothesize that inflation of the balloon may have overdistended the uterus, provoking rupture. Reference: leparco, s., viot, a., benachi, a., deffieux, x. (2013). Migration of bakri balloon through an unsuspected uterine perforation during the treatment of secondary postpartum hemorrhage. American journal of obstetrics and gynecology. June 2013, e6-e7. Http://dx.doi.org/10.1016/j.ajog.2013.02.052.